Manufacturer narrative:
Sex: unk weight: unk ethnicity: unk race: unk evet date: unk implant date: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+1.5/073 (sphere/cylinder/axis), into the patients left eye (os). The lens was removed on 13-feb-2023. The lens was discarded. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: h6: 2923 should be added for correction. B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+1.5/073 (sphere/cylinder/axis), into the patients left eye (os). The lens was removed on (B)(6) 2023 due to lens rotation. The lens was discarded. Information has been requested but none has been forthcoming. Claim# (B)(4).